Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be "catheter mix" due to a potential root cause of "incorrect clearance." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions: to apply: wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Open package at perforation. To remove plastic insert, squeeze catheter at the top of the white cone and pull to release. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove: gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."

Event description:
It was reported that larger sized male external catheters were mixed in with the correct sized male external catheters in the patient's last shipment.